Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, h2. Reported event was unable to be confirmed, due to limited information received from the customer. Device history record review was unable to be performed, as the lot number of the device involved in the event is unknown. The reported issue is attributed to the tolerances of the assembly parts being incorrect for the t6 driver. However, a definitive root cause of the event cannot be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that a t6 driver in explor radial plate & screw set was worn or rounded to the point that it would no longer fit into the head of the 2.0mm locking/non-locking screws in the set. There was no back-up driver for the surgeon; however, he attempted to put the screws in through one of the plates before the driver stripped out. As the surgery progressed, he eventually needed to revise his reduction, but was unable to remove the screws with the screwdriver and had to devise another way to get them out. Several other pans were opened in order to find a compatible driver, which delayed the case, until the surgeon finally decided to remove the original plate and screws even though he did not have a screwdriver to do so. As a result, we abandoned the explor radial plate & screw set entirely and opened an alps elbow fracture set to complete the case. The surgeon had to completely redo the fixation after the screwdriver fail. Additional screw holes were drilled. There was a 60-90 minute delay for the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.